Manufacturer narrative:
Follow-up #1 and final report submitted to update. "Reported issue". It was reported that mics trigger broke. Product inspection: as per service maxwo-02005706 & case number: (B)(4). RMA#: 278087, sn#: (B)(6), factory service technician: rafael cabral. 1. Unable to repair mics as with the new cable did not fix the issue. Disposition, (return to vendor). Other (rtv) reason: sticky trigger. The alleged failure was confirmed. Device history review: device history records indicate 25 devices were manufactured under lot: k09gs and 24 devices were accepted into final stock on 05/04/2017. A review of qt17 05-0020 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, lot number: 42020417 shows 3 additional complaints related to the failure in this investigation. The complaints are (B)(4). Conclusion: the alleged failure was confirmed . No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event".

Event description:
Mics trigger broke. Case type: tka. Surgical delay:15 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics trigger broke. Case type: tka. Surgical delay: =15 minutes.